Event description:
It was reported that during a peripheral stenting treatment procedure, a stent embolization occurred. The 90% stenosed, non-calcified lesion was located in the non-tortuous right common iliac artery. When the physician "tried to implant to the lesion, the stent jumped without expanded. Therefore, it was failed to cover to the lesion. The procedure was successfully completed with another of the same device." No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not possible, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch # 8833865 found that the device met its material, assembly and product specifications. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.